Manufacturer narrative:
(B)(4). The pump and catheter have been returned to the manufacturer for analysis which is not complete as of the date of this report. A follow-up report will be sent when the analysis is complete.

Event description:
There was an open wound at the pump site. The implanted system became contaminated and was explanted. There was no patient injury associated with the event. The patient recovered without sequela after removal.